Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 278 mg/dl. Customer was diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 440 mg/dl. Customer experienced nausea, cramping and difficulty breathing. Hospital treated with IV drip. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.